Event description:
Hcp reported the pt presented with signs of an infection of the device system including fever. A culture of the csf was positive and the pt was diagnosed with meningitis. The treatment consisted of IV antibiotics and total device system explant. The infection resolved and no drug withdrawal symptoms were reported. The pt had a risk factor of malnutrition or being extremely thin.